Manufacturer narrative:
The product packaging subject to this complaint was not returned to the manufacturer for evaluation. Lot no. Details were not provided to assist further investigation. From the information available, the most probable root cause is determined to be brittle packaging. An alternative packaging material has been implemented to address this issue.

Event description:
It was reported that the packaging did not open correctly potentially compromising the sterility of the product. It was further reported that there was no patient involvement. No adverse consequences were reported.